Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a ripped downstream occlusion (dso) sensor seal. Functional testing was able to verify the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal, latch lock flex sensor, and air detector, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a damaged downstream occlusion sensor gasket. This was discovered during yearly preventive maintenance performance checks and inspections. There was no reported product fault that occurred while in use with a patient and no product issue cause or contribution to patient or clinical injury.